Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient underwent a bend relief revision on (B)(6) 2013. Per the doctor, he surgically reattached the bend relief as it was reportedly obstructing his outlet graft to some degree. During the patient's clinic visit, everything looked good except that the patient complained of fatigue; however, no other complaints or symptoms. On vad interrogation, the powers were stable with a few pump speed decreases to 8490 (usual speed 8800). The speed decreases did not generate an alarm or low speed operation.

Manufacturer narrative:
Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. The patient continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.